Event description:
Baxter (B)(4) received a report that an intermate had the cap at the "end of the line" fall off. This event occurred before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Upon receipt, the device contained 180 ml of fluid in the reservoir. The distal luer was not returned with the unit. Visual examination confirmed the reported condition as broken tubing at the junction of the distal luer post. The exact root cause of the reported condition was not determined; however, several potential root causes were identified: stresses from the packaging design, built-in stresses in the molded part, non-optimal material choice of the luer, and non-optimal bond pocket dimensions. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.